Manufacturer narrative:
Eval summary: in f/u communication with the hosp, it was reported that the hosp does not believe that the device was defective in anyway. No device or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that during revision surgery, a piece of poly from the acetabular liner was found broken off when the liner was removed. The pt's hip had been dislocated for months prior to surgery, and the doctor was not surprised or alarmed that this had happened.